Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has two anchors from the same lot. Device 2 of 4 reference MFR report #: 3006705815-2016-00221, 1627487-2016-02765 and 1627487-2016-02766. It was reported the patient had a suspected infection and was given IV antibiotics as a precautionary step. Culture was taken and the results came back negative. Follow-up revealed the patient was doing well.

Event description:
Device 2 of 4. Reference MFR report #: 3006705815-2016-00221, 1627487-2016-02765 and 1627487-2016-02766. Follow-up revealed the infection was at the lead site and the patient was hospitalized for 5 days. The infection has resolved over time.